Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with cycler set. Per the pdrn, the cause of the peritonitis event was touch contamination by the patient. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient is doing midday exchanges with medications. Additional information was obtained through follow-up with the pdrn. The patient was diagnosed with peritonitis on (B)(6) 2019 (unknown signs/symptoms). A pd effluent culture was obtained and resulted positive for staphylococcus epidermidis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and tobramycin (dose, frequency and duration unknown). The tobramycin was subsequently discontinued (unknown date). The patient did not require hospitalization and did continue pd therapy on the liberty select cycler. Per the pdrn, the cause of the peritonitis was touch contamination by the patient not following proper aseptic technique.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.